Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain cycle four of peritoneal dialysis (pd) therapy. The patient stated that the patient line connection was loose while they slept. The patient finished therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The home patient (hp) indicated that the patient line connection was loose, which is a known cause of the reported alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.